Manufacturer narrative:
Initial reporter address: (B)(6). Medical device expiration date: unknown. (B)(4). Investigation summary: five photos were provided for evaluation. They showed the packaging and labeling confirming the product and lot# as well as the symptom reported. This lot was produced ten years ago; at that time, the expiration date was not required to print it on the labels. The customer has an expired product. Based on the investigation carried out, and the photo sample analysis, the reported symptom is confirmed. It is recommended that hypodermic marketing informs the customer that they have expired products. The batch history review could not be completed as this lot was produced ten years ago. According to our procedure, the records are kept for seven years. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot #1013558 for this type of defect or symptom. Batch record review was not possible to be performed., per procedure the records are kept for 7 years. This lot was produced 10 years ago. Based on the investigation carried out and with the photo sample analysis the symptom reported by the customer is confirmed. It is recommend that hypodermic marketing informs the customer they have expired product. Root cause description: the customer has expired product. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (peura(B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that 5 needles 21 x 1-1/4 rb were missing an expiration date. The following information was provided by the initial reporter: "no physical expiry date pre-printed on the carton boxes."